Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The treatment was aborted after the warning message appeared. The message indicates that the user released the laser pedal and pressed the right footswitch to turn off the vacuum. The user restarted the treatment and performed the treatment successfully without any problem no technical root cause is detectable. The system was working within specification. No technical root cause was identified. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported they were unable to get a good side cut during flap creation and lost suction at 86% of treatment. The procedure was aborted and not completed. There was no patient harm.